Event description:
There was an allegation of questionable cholesterol, ckmbl creatine kinase-mb (ck) and cobas integra glucose hk gen. 3 (glucose) results for three patients from the cobas 8000 cobas c 502 module. Patient 1's initial cholesterol result was 57 mg/dl, and the repeat result was 312 mg/dl. Patient 2's initial ck result was 4 u/l, and the repeat result was 98 u/l. Patient 3's initial glucose result was 35 mg/dl, and the repeat result was 111 mg/dl. The repeat results were deemed to be correct. The results were repeated because they were either flagged in the system because they were so low or they did not match the patient's previous history. Results for patients 2 and 3 were not reported outside of the lab.

Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. A field service engineer (fse) determined that the sample probe needed to be replaced. He replaced the sample probe, made adjustments to the external wash level, and flushed the reagent probe. A photometer check pass was completed and qc was in range. The investigation determined that the service actions resolved the issue.